Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump batter dropped from 55% to 5% after being connected to a power source. In addition the customer wash having difficulty charging the pump despite the attempt of multiple wall adapters. Customer reported blood glucose level was 151 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.